Event description:
It was reported that shaft break occurred and the patient experienced pain. The 85% stenosed target lesion was located in severely tortuous and moderately calcified mid left anterior descending artery (lad). A 2.5x20 maverick balloon catheter was advanced for dilatation. However, during introduction, it had difficulty crossing the lesion and was stuck. During removal, the balloon shaft broke. Thinking that only the tip of the device was cut off, the physician advanced another 2.5x20 maverick balloon catheter to remove the remaining part. This second 2.5x20mm maverick balloon ruptured. It was thought that the rupture occurred. Two wires had been placed for backup but when the balloon was expanded it was thought to have ruptured while being pressed by one of the wires. The physician checked the patient condition by angiography but could not clearly see because the location was overlaid with the blood filled guiding catheter. The physician completed the procedure after vessel apposition with a stent. On the following day, the patient felt pain. Echocardiography revealed that the tri-layer inner shaft and bumper tip remained inside the patient. The remaining fragments were removed by snare. No further complications were reported and the patient condition was stable.

Manufacturer narrative:
The device was returned for analysis along with photo media. Photo media analyzed showed multiple devices. Of the devices, not one was identified to a batch number and it cannot be confirmed to which device the complaint is tied to. However, the damages to the device found in analysis does align with some media provided. The device was visually and microscopically examined. There were multiple kinks to both the hypotube and the shaft of the device. There was blood and contrast in the manifold, and inflation lumen. At 3mm from the rapid port exchange (exit notch), the guidewire lumen was separated. For a total length of 21.2cm from the rapid port exchange, the inflation lumen was stretched. At 11mm distal to the proximal waist of the balloon, there was a full circumferential tear. The device was returned incomplete as the distal portion of the guidewire lumen, marker bands, distal portion of the balloon, and the tip were not returned. Per follow up with the site, the missing components to the device were retrieved but then disposed.

Event description:
It was reported that shaft break occurred and the patient experienced pain. The 85% stenosed target lesion was located in severely tortuous and moderately calcified mid left anterior descending artery (lad). A 2.5x20 maverick balloon catheter was advanced for dilatation. However, during introduction, it had difficulty crossing the lesion and was stuck. During removal, the balloon shaft broke. Thinking that only the tip of the device was cut off, the physician advanced another 2.5x20 maverick balloon catheter to remove the remaining part. This second 2.5x20mm maverick balloon ruptured. Two wires had been placed for backup but when the balloon was expanded it was thought to have ruptured while being pressed by one of the wires. The physician checked the patient condition by angiography but could not clearly see because the location was overlaid with the blood filled guiding catheter. The physician completed the procedure after vessel apposition with a stent. On the following day, the patient felt pain. Echocardiography revealed that the tri-layer inner shaft and bumper tip remained inside the patient. The remaining fragments were removed by snare. No further complications were reported and the patient condition was stable.

Event description:
It was reported that shaft break occurred and the patient experienced pain. The 85% stenosed target lesion was located in severely tortuous and moderately calcified mid left anterior descending artery (lad). A 2.5x20 maverick balloon catheter was advanced for dilatation. However, during introduction, it had difficulty crossing the lesion and was stuck. During removal, the balloon shaft broke. Thinking that only the tip of the device was cut off, the physician advanced another 2.5x20 maverick balloon catheter to remove the remaining part. This second 2.5x20mm maverick balloon ruptured. It was thought that the rupture occurred. Two wires had been placed for backup but when the balloon was expanded it was thought to have ruptured while being pressed by one of the wires. The physician checked the patient condition by angiography but could not clearly see because the location was overlaid with the blood filled guiding catheter. The physician completed the procedure after vessel apposition with a stent. On the following day, the patient felt pain. Echocardiography revealed that the tri-layer inner shaft and bumper tip remained inside the patient. The remaining fragments were removed by snare. No further complications were reported and the patient condition was stable.